Manufacturer narrative:
(B)(4).

Event description:
The pt had his implantable neurostimulator explanted but the leads were cut and remained implanted. The reason for the explant was not provided. One health care professional (hcp) reported the pt had an MRI and experienced unspecified neurological damage that resulted in (B)(6) of difficulty speaking. A second hcp indicated that the pt was placed on the MRI table but that the MRI machine was not turned on. The pt eventually fully recovered. A follow-up report will be sent if additional info becomes available. See also MFR report #3004209178-2011-05179.